Event description:
Prod returned with oos report indicating explant due to a ventricular lead problem. Comments: "inappropriate shocks. Physician [suspects] lead fracture at tip. Upgraded device to dual chamber ICD." Also included a medtronic lead 6949.